Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements. High pacing thresholds were also observed. The pocket was reopened for a routine device change out. It was noted that the helix mechanism was not fully extended. The lead was tested via a pacing system analyzer (psa) and impedance measurements of 1,600 ohms were observed. This lead was surgically abandoned and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.